Manufacturer narrative:
The reported field event of bvvi was confirmed in the laboratory via review of the device image and occurred due to a power-on reset. It is suspected that the bvvi reset occurred while delivering high voltage therapy. The device was tested on the bench as well as using automated test equipment and no anomalies were observed. Bvvi reset could not be reproduced during analysis. The cause of the reset could not be determined.

Event description:
It was reported that the patient was carried into the hospital experiencing asystole. A cardiac massage was performed and adrenaline was administered to the patient without success. The patient deceased. It was noted that the defibrillator activated shocks due to ventricular fibrillation on (B)(6). Upon interrogation of the defibrillator it was noted that the device was in backup operation but the physician suspected it was due to the electrical storm. It was noted that the patient also experienced a coronary artery spasm. There was no known allegation from a health care professional that suggests that the death was device related. The patient was last seen at the hospital on (B)(6) and no further information was reported.